Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a calibration issue confirmed and reproduced during product evaluation. The assignable cause was determined to be an upstream occlusion sensor out of range. The sensor was recalibrated in order to fix the reported condition. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is related to a previous reported problem for this pump.

Event description:
The facility representative reported an ipump with a condition of "calibration check". This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.